Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Consultant reported that a surgeon was inserting a matrix midface 5mm screw into the right lateral maxillary buttress on (B)(6) 2013. At the very end of the insertion, a portion of the head of the screw sheared off. Surgeon removed the sheared off piece by suction. The remaining portion of the screw remains implanted. The procedure was completed successfully, with no reported harm to the patient. This is report 1 of 1 for complaint (B)(4).